Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) case a saber 4 mm 10cm 90 was delivered to the lesion for second inflation, however it ruptured at its nominal pressure. Therefore it was replaced with a new non cordis balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis.  The patient¿s information, target lesion, patient¿s vessel level of tortuousness and rate of stenosis was unknown.  There was no difficulty removing the product from the hoop.  No difficulty was encountered when removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  No kinks or other damages were noted prior to inserting the product into the patient.  The device prepped normally (i.e. Maintain negative pressure).  The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) case, a saber 4 mm 10cm 90cm pta catheter was delivered to the lesion for second inflation, however it ruptured at its nominal pressure. Therefore it was replaced with a new non-cordis balloon catheter. The procedure finished successfully. There was no reported patient injury. The patient¿s information, target lesion, patient¿s vessel level of tortuousness and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. No difficulty was encountered when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17587681 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistance lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.